Manufacturer narrative:
(B)(4). (B)(6) . Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw thread fractured when the surgeon attempted to insert the screw to the cranial bone. As a result, the fractured screw remained inside of the patient¿s bone. The surgery was completed and the delay was less than ten minutes. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Product identity could not be confirmed due to the product not being returned. Since no product was returned, visual inspection and functional testing could not be performed. No x-rays, scans, or photographs were provided either to substantiate the complaint, therefore the complaint cannot be verified. It was reported that the screw fractured at the screw thread, therefore, investigation results concluded that the reported event was due to the screw experiencing excessive force beyond what the screw was designed to encounter. The instructions for use states in the section titled bone screws: the screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.